Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving dilaudid 10mg/ml at 2.959 mg/day and bupivacaine 25mg/ml at 4.392mg/day via an implantable pump. A pump pocket revision was reported. The patient had issues with medication refill and delivering boluses. The patient stated she felt pump flipping and had concerns of pump flipping. The patient had issues with using ptm (personal therapy manager), and the nurse had trouble with refill. The environmental, external or patient factors that may have led or contributed to the issue was bmi (body mass index). There were no diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue was surgery occurred to reinforce pump suture loops and move location slightly. The physician made the choice to go in and make sure pump was correctly oriented and tack it down more securely with suture loops. The patient was very large. The pump was in back and moved up higher in back but still unable to be sutured down to fascia. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Event description:
Additional information was provided from a consumer stated that while on the call, the patient mentioned their pump had been moved around a few times, so they put it in their stomach, and it flipped around like spaghetti, so they had to put it back in their back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.